Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified or reproduced. The device was found to operate within specification.  Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a failed downstream occlusion test high with a pressure of 25 psi (pounds per square inch). The event occurred during delivery at the general patient ward. There was no patient involvement. No additional information is available.